Event description:
Icp monitor sensors have been providing an inaccurate reading which could have very detrimental affect to the patent's treatment and recovery. No delay in surgery over 30 minutes, same product used to complete. (B)(6) 2015 per affiliate; emergency aneurysm; operated and inserted microsensor; initial reading ok then later went to c -40; removed and replaced the microsensor, he assumes it was done on the ICU; the ICU lead educator I saw is pretty sure the explanted probed were discarded/destroyed. Three complaint are: (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It was initially indicated that the device associated with this complaint would be returned. This report has been corrected to indicate that the sample is not available. The device involved in the reported event was not returned for evaluation. A device from the same lot was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the instrument met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the returned device found that there was no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation of the device, the supplier was not able to confirm the reported failure. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned for evaluation.